Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no eval could be performed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 7x bisector overheated in the middle of the procedure, and the tip melted. The same device was used to complete the procedure. There were no pt effects. The product was discarded.